Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warning alarms during fill 1 of 5 of treatment. The patient was connected during the incident. Fluid was seen leaking from back of the cassette. The film on the back of the cassette was not loose. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette where it snaps into the cycler. Upon follow-up, the patient confirmed that during treatment fluid was found on the back of the cassette and inside the cycler door after receiving the alarm and canceling treatment. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment in the absence of the cycler. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warning alarms during fill 1 of 5 of treatment. The patient was connected during the incident. Fluid was seen leaking from back of the cassette. The film on the back of the cassette was not loose. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette where it snaps into the cycler. Upon follow-up, the patient confirmed that during treatment fluid was found on the back of the cassette and inside the cycler door after receiving the alarm and canceling treatment. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment in the absence of the cycler. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.